Event description:
Broselow errors on 2025 tape rev. 3 #1. Flumazenil dosing under red to head look for calculation basis then under toxicology the dose as 0.1 mg/kg. (The dose should be 0.01 mg/kg). #2. Vecuronium under calculation basis look under airway management and then pre/rsi neuromuscular blockers, for the "pre-rsi" indication, lists the dose as 0.1 mg/ml (should be 0.1 mg/kg). - the vec dose under the post-rsi is correct right below it.